Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the led display and pc board. The unit was calibrated and safety tested to factory specs.

Event description:
Customer reported an issue with accutorr plus monitor's display, which may have affected pt's monitoring. No pt injury was reported.